Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had supraventricular tachycardia, specifically atrial flutter (afl) with a high rate, resulting in detection within the ventricular tachycardia and ventricular fibrillation zones. The device delivered anti-tachycardia pacing and 3 shocks, the last shock successfully converted the afl. The patient presented to the emergency room with shortness of breath and required ventilator support. The device was reprogrammed. This crt-d remains in service and no additional adverse patient effects were reported.